Event description:
It was reported that the screen was cracked and the rotary knob did not work. The device had to be operated in emergency mode. After arriving at the hospital, the cardiohelp was replaced. The failure occurred during transportation of a patient from one hospital to the other. No harm to any person has been reported. Complaint ID # (B)(4).

Manufacturer narrative:
It was reported that the screen was cracked and the rotary knob did not work. The device had to be operated in emergency mode. After arriving at the hospital, the cardiohelp was replaced. The failure occurred during transportation of a patient from one hospital to the other. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation on 2024-05-29. The ch assembly touch foil & display and the rotary encoder were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Failure "touchscreen cracked". In communication with the fst it is unknown what caused the crack on the cardiohelp touchscreen. The defective screen was kept by the customer. Therefore, the touchscreen defective can be confirmed. Furthermore, based on the cardiohelp risk analysis the most probable root cause could be determined to rough handling of the device, which leads to the mechanical damage. The cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further according to the instruction for use (IFU) of the cardiohelp system, chapter "check before every application" the touch screen must be checked before use. According to the IFU, chapter "inter-hospital patient transportation", the cardiohelp-I has degree of protection according to iec 60529 of ipx1 (no protection against splash water). For patient transport, the use of the protection cover is required. The review of the non-conformities has been performed on 2024-06-13 for the period of 2014-10-03 to 2024-05-22. It does not show any non-conformity in regard to the reported product and failures. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-10-03. Based on the results, the reported failure "touchscreen cracked", but is not a product related malfunction. Failure "rotary encoder knob not working". The defective rotary knob was requested for further investigation, however it was not available, since it was kept by the customer. In communication with the fst it was confirmed that the rotary encoder´s ¿push¿ function of the switch was not working, most likely because an impact occurred near the rotary encoder knob, but the rotation function still worked. The rotary encoder knob would recognize the turning of the knob but not the push function. Therefore, the rotary knob defective can be confirmed. Furthermore, two rotary encoders with a similar failure have already been investigated by getinge life cycle engineering (lce), and the following root causes have been narrowed down for the defective rotary knob: - the rotary encoder showed a higher backlash of the axis. Depending on the position of the axis this can lead to the described error during selftest of cardiohelp. A possible root cause for the increased backlash of the axis can be a shock to the rotary knob. Due to the increased backlash of the axis the rotary encoder cannot be reused. - according to the investigation report the most possible root cause is a mechanical damage on the housing of the rotary encoder, caused by high pressure on the circuit board. Additionally, due to the age of the device and this component, rotary encoder, age related aspects can be considered as well, as the device was manufactured on 2014-10-03. According to the instruction for use (IFU) of the cardiohelp, chapter "switching on the cardiohelp-I, self-test", a self-test of the rotary knob is performed after every startup of the device to test the function. (According to the instruction for use, chapter "switching on the cardiohelp-I, self-test", do not use the touchscreen/rotary knob during the self-test. Otherwise, the cardiohelp interprets this as a malfunction). The review of the non-conformities has been performed on 2024-06-13 for the period of 2014-10-03 to 2024-05-22. It does not show any non-conformity in regard to the reported product and failures. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-10-03. Based on the results, the reported failure "rotary encoder knob not working" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.